Event description:
Consumer complained of erratic blood glucose results. Consumer complained with a reading of 317 mg/dl, they had no hypoglycemic symptoms. Retested on the same meter and result was 178 mg/dl. Tested twice with another true2go meter and results were 89 and 134 mg/dl. On lifescan meter, 15 minutes after a snack, blood glucose result was 108 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013). Most likely underlying root cause of malfunction: user had inaccurate reference.